Event description:
Per the clinic, the patient experienced two occurrences of infection at the implant incision site (specific dates not reported). Subsequently, the patient underwent two surgical procedures on (B)(6) 2024 to clean the infection site and was treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved and the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia during two surgical procedures on (B)(6) 2024 and (B)(6) 2024. Device analysis report attached.